Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on x-ray. No change in electrical parameters. The lead remains implanted. The patient's condition is fine.

Manufacturer narrative:
New information from (B)(6) 2015 stated that on (B)(6) 2015 the lead was explanted. The patient had a ventricular tachycardia during the procedure and needed external dc shock to restore normal sinus rhythm. Another lead was implanted with good electrical measurements. No adverse consequences for the patient were reported post procedure.

Manufacturer narrative:
A partial lead with lead tip measuring 51 cm was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 27.1-28.6 cm and 10.5-14.5 cm from the lead tip. The etfe coating was intact at the same locations. Without the return of the entire lead a complete analysis could not be performed.